Manufacturer narrative:
H lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® voluma¿, juvéderm® volbella¿ with lidocaine and juvéderm® volift¿ with lidocaine at a symposium. 1.5 years later, the patient had an unspecified surgery done. 1.5 months after the surgery, the patient developed granulomas. This is the same event and the same patient reported under MDR ID #3005113652-2018-01395 (allergan complaint # (B)(4)) and MDR ID #3005113652-2018-01396 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm volift with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
The events of late/red nodules, erythema, stain on the face, discomfort, and big "ball" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Additional information: patient was injected in the malar area, temporal area, periorbital area, infraorbital area (dark circles), mento and jaw/mandible. About 10 months after the injection, the patient thought their eyes were "almost as they were before the injection." Patient went to the healthcare professional for a rhytidectomy and blepharoplasty (facial lift). The healthcare professional had told the patient that it was a lot of work to remove the product from the lower eyelid where there was too much product. The healthcare professional had also used a laser to remove the product, but did not want to go deeper as to not damage the muscle or nerve. Three to four weeks later, the patient developed "late" nodulations which consisted of a stain on the face that evolved into a big "ball." There were red nodules, erythema and discomfort tot he malar region and mandibular contour. A puncture was performed to investigate for a possible infection but the results were negative. The healthcare professional then diagnosed the patient with a granuloma and prescribed the patient with trypsin and chymotrypsin. There were no results and other "balls" had appeared. It was then considered that the events were related to the hyaluronic acid and patient was prescribed with minocycline, clarithromycin and levofloxacin. Patient was then referred to a dermatologist and the dermatologist diagnosed the patient with a possible granuloma but a biopsy was not done when the healthcare professional information them that the puncture results were negative. Patient was then treated with hyaluronidase after taking antibiotics for 15 days. Patient had an injection with antibiotics once a week for 4 weeks. There were no satisfactory results and the patient said that their face was "repulsive and pitiful." After evaluating the patient, the surgery was considered to be the trigger of the nodulations. It was not possible to determine if there was any asepsis or infection problem which triggered the symptoms.

Event description:
Additional information: patient surgery was a facial lift 11 months after the injections. On the following month, the patient developed symptoms at the malar region and nasogenian groove. Symptoms are ongoing.